Event description:
Patient ID: (B)(6) it was reported that on (B)(6)2023, one 4.5x18 mm xience skypoint stent was implanted in the distal right coronary artery. On (B)(6)2024, the patient woke up with mild chest pain. Around 2pm, the pain increased; pain was radiating to the left upper limb and jaw. He called emergency around 3pm. When the ambulance arrived, he presented with an inferior st elevation myocardial infarction (stemi). The patient was rushed directly to the coronary angiography suite at the hospital. The radial access site coronary angiography revealed a monotruncular lesion in-stent rethrombosis in the index lesion. The patient underwent intrastent dethrombosis with productive thromboaspiration and aggrastat. Timi 3 reperfusion was performed without embolization. Patient will be examined via optical coherence tomography (oct) to check for residual mural thrombus within 1 month. Until then, patient will continue anticoagulation with lovenox until (B)(6) confirms the continued absence of thrombus. This was the patient's second episode of stent thrombosis. His first thrombus episode (B)(6)2024) was reported under MDR 2024168-2024-11769. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of angina, thrombosis and myocardial infarction are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.